Event description:
It was reported that a dissection occurred. The patient presented experiencing an inferior wall myocardial infarction. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal mid right coronary artery. The lesion was pre-dilated with a 2.50 x 15 mm non-compliant balloon. A 3.50 x 48 mm synergy was deployed at the lesion site at 14 atm for 10 seconds with no issues and post dilated with a 3.50 x 12 mm non-compliant balloon. A distal stent edge dissection was noted. According to the physician, the type b dissection was caused by vulnerable plaque and resulted in slow flow. A 3.00 x 12 mm synergy was deployed to cover the dissection and the procedure was completed. The patient fully recovered and was stable after the procedure.